Event description:
The user is questioning the performance of the device during deployment. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Product evaluation pending.

Manufacturer narrative:
(B)(4). The user misunderstood how the device ECG would display during a patient use.